Event description:
Complaint rec'd concerning attachment issues /chemo leakages with use of ch2000s-c spinning spiros connectors and covidien monoject syringes. The initial info rec'd reported that on (B)(6) "a spiros dislodged during an IV push chemotherapy. The spiros lure locks on, but only one thread. The syringe did not hold. The pt did have a drape on". F/u info reports there was some direct skin/chemo contact, there was no serious pt injury/adverse outcomes. It was also reported that on (B)(6) during compounding two add'l incidents where spiros/syringe failed to maintain a secure connections.

Manufacturer narrative:
Device return: three used ch2000s-c spinning spiros; 6cc monoject syringe. Engineering testing and analysis: the three returned used ch2000s-c spinning spiros connectors were tested per the applicable prod spec. The results recorded no performance issues and our out of spec conditions. Dimensional evaluations of the ch2000s-c connectors and 6cc monoject luer lock syringe luer components (taper) recorded no dimensional incompatibilities. The three returned spiros connectors spin features/residual torque were measured and evaluated. The results recorded acceptable values. The ch2000s-c connectors were then mated with the 6cc monoject luer lock syringe and measured. The results recorded no premature disconnects, measurements recorded acceptable values. Add'l assessments were performed with the ch2000s-c connectors and the 6ml monoject luer lock syringe. Water was drawn through the ch2000s-c connectors and into 6ml syringe barrel; the plunger of the syringe depressed to pressurize the ch2000s-c and connection to the monoject syringe. The results recorded the connection between the syringe and the ch2000s-c was intact, no leakages and or performance issues were replicated. Although not always repeatable, previous investigations where bending and rotational forces were applied simultaneously have shown the torque can increase and result in disconnection. When a syringe is connected, this creates a long lever and it is possible that techniques that apply bending and rotational forces simultaneously during use can result in disconnects. Findings: engineering testing and analysis of the three returned ch2000s-c spinning spiros connectors recorded no out of spec conditions and or performance issues. The most likely cause of the facilities prod experience appears to be technique/usage related.